Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed battery out limit and that the battery lasted a maximum of 3 days. The customer's mother stated that normally the battery would last for 4 weeks. The blood glucose reading was 18.0 mmol/l. The reported stated that within seconds the battery would read empty. She noted that the insulin pump had gotten wet; she observed that the device functioned, but now these problems started occurring. Advised replacement of the insulin pump. Nothing further reported.